Event description:
It was reported that cartridge alarm 20 occurred during the load process, and alarm recurred even after caller followed prompts and used proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge, put pump into storage mode before return, and continue using current pump as backup, and technical support arranged replacement pump, confirmed shipping address, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, and instructed return of problematic pump using prepaid label within 10 days.